Event description:
It was reported that during a whipple procedure the staple line did not form on one side of the cutline. The account stated that this happened with more than one reload. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any blood loss? If so how much? If there was blood loss was a transfusion given? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. The manufacturing records were reviewed for the lot number provided within complaint file and no nc were recorded against lot h44t4p manufactured on 11/14/2011. Review of batch record associated this lot (h53h78 mfg date 11/08/2011) was also performed and no discrepancies were noted.